Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the procedure, a 3.0x8 rx trek balloon dilatation catheter was advanced to a calcified lesion in the ostial area of an unspecified vessel. While inflating the trek, the balloon ruptured at an unspecified pressure. The procedure was completed with another 3.0x8 rx trek. There were no adverse patient effects and no clinically significant delay in completing the procedure. Though requested, no additional information was provided.